Event description:
A suction tube fell off the suction canister in the room. The student nurse took the tubing and thought it was from the ventilator and inserted it into the exhaust port on the front of the ventilator causing a back pressure to be detected by the ventilator. This caused the ventilator to alarm and stop ventilating the patient.the ventilator responded as expected with the obstruction. The technician was surprised that the nursing student was able to find the exhaust port and stick something in it.